Event description:
When using the baxter non-dehp secondary medication set with duo-vent spike with 250ml or 500ml bags of various chemotherapy agents, the connection between the IV tubing spike and the bag is loose, resulting in easy disconnection of the tubing from the bag and subsequent spill of medication/chemotherapy.